Event description:
It was reported that, "pt presented to doctor's office with symptoms of infection in left knee. Pt was taken to the or for implant removal and placement of antibiotic spacer."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.